Event description:
It is reported that surgery was delayed for 1 hour when the instrument broke in half inside the femoral canal of the patient. The distal piece of the instrument remains in the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.